Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Clinical code: (B)(4): apc is open in all segment; pupillary edge of the iris is raised and in contact with the anterior surface of iol; iol is in contact with the ciliary processes. Device code (B)(4): off-label use (patient over 45 yrs old.) Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo 13.7 implantable collamer lens of -12.5/4.0/115 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. Reportedly, wrong size of the lens, too big. The lens remains implanted. Status of the eye reported as mixed astigmatism. "The apc is open in all segments, the pupillary edge of the iris is raised and is in contact with the anterior surface of the iol in the lower segment -0.94 mm for 12 h. Part of the iol is in contact with the ciliary processes (butting against the ciliary processes, not in the ciliary sulcus). Ciliary sulcus diameter: vertical section ~ 12.56 - 12.9 mm (since the ciliary processes are in contact with the fibers of the ciliary ligament and with the pigment layer of the iris, the value varies).cross section ~12.8."

Manufacturer narrative:
Corrected data: g2- other: russia. Claim# (B)(4).